Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an afib case, a pericardial effusion was noticed. It was reported there was a slight decrease in blood pressure on the patient and they noticed an increase in size of the pericardial space when viewed on ultrasound. The pericardial effusion was confirmed by ice. The medical intervention provided once the arrhythmias of interest had been treated was a pericardiocentesis and it was unknown how much fluid was removed (possibly around 800ml). The patient was reported to be in stable condition. The physician could not confirm what caused the pericardial effusion but potentially occurred while navigating the coronary sinus (cs) with the ablation catheter.